Manufacturer narrative:
The pod was received with the cannula assembly fully deployed. Upon investigation of the needle mechanism, no defects, damages or defects were found that may contribute to a malfunction. The pod ran for 982 pulses and then was deactivated. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause bleeding or bruising at the infusion site. The exact cause of the reported bleeding and bruising could not be determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria.  Omnipod dash insulin management system ¿ user guide: model: 18320,  18296-eng-aw rev b 06/18 . Changing your pod:   chapter 3 / pages 48;  warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.   Blood glucose readings:  chapter 4 / page 56; warnings:  blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 417 mg/dl while wearing the pod between 24 and 36 hours on the arm; bg levels had increased after meals. After realizing elevated bg levels, patient's spouse found that pink slide had not fully moved forward; this indicates a needle mechanism failure. Spouse also reported bleeding at the infusion site. Pod had yet to be removed while continuing to monitor bg levels. The patient's blood glucose and insulin history are as follows: time: 1:05pm, bg(mg/dl): 330, bolus(u): 6.7; 5:10pm, 417, 5.3; 5:40pm, 3.7; 6:18pm, 291.